Event description:
Caller reported experiencing cgm error 42 with a g7 sensor. There was no adverse impact to the customer's blood glucose level. Technical support provided guidance on resetting the pump, and the caller successfully followed the instructions, resolving the issue without further errors.